Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patients were adult patients.

Event description:
It was reported that maxzero tubing set spin collar cracked during use on adult patients.